Event description:
The reporter stated that he did back to back blood glucose tests, within five minutes, using same fingerstick his results were 140 and 180 mg/dl. He did not have any symptoms. A control solution test was in range, 135 (95-142). On follow up, the reporter said that he compares the confirmation dot for enough blood, does not compare to color chart.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8